Manufacturer narrative:
A specific root cause could not be determined based on the information provided. Additional information required for the investigation was requested, but not provided. The patient samples also were not available for investigation. Based on the information provided, an issue with the analyzer and reagent could be excluded. No issues were detected upon review of calibration and control data.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated they received an erroneous result for one patient sample tested for the elecsys he4 assay (he4) on an e601 analyzer. The customer stated that they did not observe a drift in results for any other test parameters. The customer is complaining about the he4 value measured in their laboratory for a sample collected on (B)(4) 2016 and tested on (B)(4) 2016 (sample 1). Sample 1 was tested at the customer site (designated as laboratory 1) and the value was reported outside of the laboratory. The patient had an appointment at the oncology hospital. Two additional samples collected at different times (samples 2 and 3) were measured for he4 on (B)(4) 2016 in two other laboratories, also using e601 analyzers. The value from sample 1 was above the expected range of the assay. The values for samples 2 and 3 were within the expected range of the assay. Refer to the attachment for specific patient results. The patient was not adversely affected. The he4 reagent lot number was 112732, with an expiration date of 07/31/2017.

Manufacturer narrative:
(B)(6)